Manufacturer narrative:
Investigation summary: "material #: 365974, lot/batch #: 4174516. Bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination, and another 15 retention samples were evaluated for sufficient quantity of additive, and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reporting while using bd microtainer® tubes with k2e (k2edta), the blood samples were clotting. This occurred with an unspecified number of tubes. There was no report of adverse impact to patients or users.